Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that while using the bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes, where was no vacuum in the tube.